Event description:
The customer reported that the battery was not getting charged and that the mains power led was not lit. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not getting charged and that the mains power led was not lit. There was no report of pt involvement. A philips technician evaluated the device and verified the failure. The mains power led was also not lit indicating that the unit would not power up on dc power. Replacement of the power pca resolved the failure. The unit passed all post-servicing testing and remains at the customer site.